Manufacturer narrative:
Sjm has limited information related to the patent's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2014-05317. On (B)(6) 2014, the patient underwent a permanent implant procedure. During the procedure, the product intended for use was found to be in the proximity of unsterilized surgical equipment. Regardless, the patient was implanted with the scs system.